Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Jaws. The analysis results of device (a) found that the device was received with the jaws bent. In an attempt to replicate the reported incident, the device was functionally to evaluate the event reported. Upon testing of the device, the clips were loaded as intended; however; only four of six clips were formed properly due to the returned condition of the jaws. A possible cause of this condition may be the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip formation issues. The analysis results found that device (b) was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any clip formation issues. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended over suture. The instrument was fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. (B)(4). The device history records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the devices were not clipping the clip. A new one was used to complete the procedure. No patient impact reported.